Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9 and f8. Device evaluation indicated and codes entered in h3 and h6. Corrected data entered in a3.

Event description:
The device was applied during an end-to-end anastomosis. The staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported that no pt injury occurred. Expiration date: 5/31/1999.